Event description:
The user facility reported that five days after hemostasis was successfully achieved using the angio-seal device, the patient complained of pain at the puncture site, and a pseudoaneurysm was found. As the balloon of a senri balloon catheter was ruptured, poba was performed using a mustang balloon dilatation catheter (boston scientific) to treat the pseudoaneurysm. The patient recovered. The physician comments that the patient was slightly obese. The procedure before deploying the device was permanent pacemaker insertion (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was unknown. No blood loss was reported.

Manufacturer narrative:
A4: weight: slightly obese. D6b: explanted date: device was not explanted. D10: concomitant medical products: mustang balloon dilatation catheter (boston scientific). A review of the device history record of the product code/lot number combination was conducted with no findings. The sample was not available for evaluation. The complaint was confirmed for closure procedural complication. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).